Event description:
During a laparoscopic procedure, the camera screen froze and went black. The camera was removed from the tower and plugged back in where it re-booted itself and displayed the picture.